Event description:
It was reported that the ics (infinity centralstation) screen displayed a blank, blue screen. The user reportedly power cycled the flat panel display and the ics appeared to be rebooting resulting in an interruption of telemetry pt monitoring. Normal monitoring was restored and there was no pt injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating this reported incident. A follow-up report will be submitted as soon as the investigation is completed.